Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the r-pda. Approximately 4 months post index procedure the patient suffered gastroenteritis. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. The sponsor assessed the event as not related to the index device and possibly to the anti-platelet medication.